Manufacturer narrative:
Information indicates this product is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent noise, oversensing, high threshold, pacing inhibition and loss of capture. The patient was reported to have intact a-v conduction so there was no asystole. The observed issues could be made to occur with the patient talking while sitting in a chair. Impedances were noted to be normal but daily measurements for impedances are programmed off. Subsequently, the lead was explanted and replaced with an epicardial rv lead during a coronary artery bypass grafting (CABG) procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned as a segment. It was severed approximately 580 millimeters from the terminal pin. The electrode tip segment of the lead was not returned. Testing was completed on the returned segment to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed based on completion of product analysis.